Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the set screw revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. Rod striations were observed on the set screw suggesting that the set screw was seated and tightened properly. The affected lot number was not specified, therefore, a review of the device history records for all lot numbers received was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause of the migration and loosening of the set screws cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please refer to the local description. Patient consequence?: yes. Patient consequence description: revision surgery. Action taken for procedure: all innies replaced and tightened with expedium final tightening torque key handle. Some screws had to be replaced because they were loose also. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.